Event description:
The patient received a scs system on (B)(6) 2007. It was reported that the patient is having problems charging. The patient is requested to make an appointment to resolve the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.